Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 29jan2019 to assess the testing instrument used and found the instrument test well images in question for (B)(4) to be visually negative. The internal immucor tracking record number is (B)(4).

Event description:
On (B)(6) 2019, a (B)(6) customer site reported an unexpectedly negative antibody identification outcome when used on a galileo echo instrument.